Manufacturer narrative:
Additional statement, "no product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed."

Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the battery was not charging to expected levels. It will charge to a low level capable of powering the unit for approx. 10-15 minutes before triggering the low battery alarm and shutting down. The battery was found to be defective and no longer capable of taking and holding a charge., corrected data:

Event description:
It was reported that the device goes on and off by itself. No known impact or consequence to patient.